Event description:
Explant due to severe pulmonary stenosis. A 25 year old male with medical history of aortic insufficiency. Bicuspid valve and left ventricular hypertrophy underwent a ross procedure using a 28mm pulmonary homograft on 11/19/96. On 3/11/98. Pt was reoperated for valve explant due to severe pulmonary stenosis and reduction of dilatated right and left autograft sinuses of valsalva.